Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) /2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: (B)(6) 2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during a visual inspection of the keypad, it was noted that there was no damage. All buttons were responsive to user input. The keypad cover was removed and no evidence of contamination was found. The audio bolus button was noted to have been torn but was still responsive to user input. The pump case was opened and no evidence of contamination was found.